Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was broken and contaminated, that the battery drawer was dented and contaminated and that the upper case, heart wire block, battery latches, bail cover, ring cover, o-ring battery latch, heart wire contacts and main keypad were contaminated. The device was to be scrapped in-house. (B)(4).